Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported problems with aspiration during a cataract extraction procedure. An alternate system was used to complete the procedure with no impact to the patient.